Manufacturer narrative:
The production device history record (DHR) for this iabp unit is not required to be reviewed per sop 01-061 since the device manufacture date is greater than one year from the event date. Additional information has been requested, and we will report accordingly if it becomes available.

Event description:
It was reported that while in use on a patient, the cs300 intra-aortic balloon pump (iabp) alarmed ¿no pressure source available¿. The nurse was relatively (B)(6) that this is the third time this has occurred with the same iabp unit; to be sure, the staff has now labeled their iabps so that the nurses can verify the unit. The staff stated that this is an iabp problem because the alarm did not occur when they switched to another pump; it worked fine. The customer stated they are frustrated that getinge has told them they cannot verify the problem. The customer also reported that the problem has occurred in ICU; however, it did not occur in the cath lab and operating room, indicating that they have not had an issue. There was no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and was able to reproduce the reported failure. The a.p optical sensing module failure was displayed on the unit. The fse replaced the fiber optic module assembly per manufacturer specifications. The iabp unit passed all functional and safety tests per factory specifications, was returned to the customer and cleared for clinical use.

Event description:
It was reported that while in use on a patient, the cs300 intra-aortic balloon pump (iabp) alarmed ¿no pressure source available¿. The nurse was relatively positive that this is the third time this has occurred with the same iabp unit; to be sure, the staff has now labeled their iabps so that the nurses can verify the unit. The staff stated that this is an iabp problem because the alarm did not occur when they switched to another pump; it worked fine. The customer stated they are frustrated that getinge has told them they cannot verify the problem. The customer also reported that the problem has occurred in ICU; however, it did not occur in the cath lab and operating room, indicating that they have not had an issue. There was no adverse event reported.